Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an arch diverticulum of the left subclavian and stent graft placement (tevar), a 18f manta was deployed for closure in the right common femoral artery. This was the surgeons fourth deployment. Access was gained using micropuncture and ultrasound. Arteriotomy was 7.0mm, no noticeable calcification or tortuosity, and a deployment depth measurement of 7+1. The proctor noted she did not see too much pressure while advancing the sheath. After pulling to yellow/green, the anchor and collagen pulled out. The surgeon immediately pulled the guidewire and device out, held manual pressure, and went to a cut-down. It is inconclusive the cause of the device pulling out. The root cause is possibly due to the user withdrawing the device at an incorrect angle or procedural related (access hole enlarged during exchange of sheaths creating more difficulty for the toggle to adhere to vessel walls), or an improper deployment depth could cause the anchor to not catch the vessel wall. However, due to insufficient information regarding the initial and deployment procedures, the root cause cannot be truly determined. The IFU was reviewed and lists failed hemostasis requiring surgical intervention as a possible adverse event. Additionally, precautions, if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: device pulled out of the artery additional information received on 18aug2021: during a tevar (left sided arch diverticulum of left subclavian) procedure, ultrasound and micro puncture access were obtained in the right cfa. Right cfa vessel size measured at 7.0mm with no calcification and no tortuosity. Manta depth was measured at 7 + 1 = 8cm. During the tevar procedure, not too much pressure was noted with advancing procedure sheaths. Prior manta deployment, act was 135, and protamine was given intravenously. Manta was deployed at measurement without issue. After pulling to green/yellow the footplate/collagen pulled out. CT surgeon immediately pulled the wire out with everything, held pressure, and proceeded to a surgical cut down.